Event description:
Related manufacturer reference number: 2017865-2025-10794. It was reported that the patient presented in the emergency room experiencing discomfort. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) was in back up mode and exhibited an episode of incorrect measurement, and that the right ventricular (rv) lead exhibited high defib impedance and episodes of over-sensed noise which resulted in the delivery of inappropriate anti-tachycardia pacing (atp) therapy. The ICD was successfully restored and reprogrammed and was then explanted and replaced. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.